Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had the under delivery of the insulin. The customer alleges the insulin pump for under delivery of the inulin. The customer¿s blood glucose level was 488 mg/dl at the time of the incident and the current blood glucose value of the customer was 345 mg/dl. The customer woke up with 227 mg/dl, then customer¿s blood glucose level went down to 127 mg/dl then again it was raised to 448 mg/dl then it was 469 mg/dl, then customer took injection of 10 units and customer¿s blood glucose level was 469 mg/dl and then went down to 345 mg/dl. The customer as treated with the manual injections and insulin pump. The customer was assisted with the troubleshooting. The customer also reported that the cannula was bent. The insulin pump will not be returned for the analysis.